Event description:
A us distributor contacted zoll to report that a patient was experiencing a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation, the belt was unable to communicate with a monitor. The root cause for the failure was the electrode belt trunk cable canh wire was measuring open. The open canh wire cannot be positively identified. There was no adverse event that resulted from the damaged belt.s